Event description:
It was reported that the burr became stuck in the lesion and was retrieved with a snare. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal to mid right coronary artery. A 1.50mm rotapro and rotawire were selected for use. During the procedure after passing through the lesion, it was noted that the burr became entangled with the rotawire, and the burr became stuck with the lesion. A kink was also noted with the rotawire. The rotapro burr was successfully removed from the patient using a snare. The procedure was completed with a different device. No further patient complications reported.

Manufacturer narrative:
E1 - initial reporter address (B)(6).

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by manufacturer: the complaint device was received for product analysis. A visual examination identified that the spring tip was observed bent and kinked. Also, the mid and proximal section of the guidewire were detached. No other issues were identified during the product analysis.

Event description:
It was reported that the burr became stuck in the lesion and was retrieved with a snare. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal to mid right coronary artery. A 1.50 mm rotapro and rotawire were selected for use. During the procedure after passing through the lesion, it was noted that the burr became entangled with the rotawire, and the burr became stuck with the lesion. A kink was also noted with the rotawire. The rotapro burr was successfully removed from the patient using a snare. The procedure was completed with a different device. No further patient complications reported.